Manufacturer narrative:
Reliability analysis inspected three random sealed reservoirs. Testing was performed, and no air bubbles were observed during analysis. Checked o-rings for defects and none was found.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the reservoir had visible air bubbles inside it. Blood glucose level at the time of the incident was 294 mg/dl. The customer confirmed that the insulin had been refrigerated, and was instructed to allow it to warm before use. The customer will return the product for analysis.